Event description:
It was reported that IV set an120 w/o bp leaked. The following information was provided by the initial reporter: the fluid leaked from the air-vent when n/s1000ml was connected to the IV set and dropped.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-22 h6: investigation summary 1 sample was returned to sbdm. From investigation of the complaint sample & house samples, sbdm found that there was leakage under normal using condition, found leakage under high pressure of using condition in 0.50 mpa on the air vent of spike too. There is ultrasonic assembly process in the chamber + spike + air filter assembly m/c. There is a jig which is pushed in the spike air vent hole to assemble air filter with spike. However, if the center of the jig is not matched with the center of spike, the inner wall of spike could be damaged and the air filter also, could be damaged too. So, sbdm assume that temporary malfunction of air filter assembly machine and it caused root cause for this complaint case. DHR review: sbdm review the manufacturing record of complaint sample (lot no. 2008031), there is no issue while manufacturing. See h10.

Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that IV set an120 w/o bp leaked. The following information was provided by the initial reporter: the fluid leaked from the air-vent when n/s1000ml was connected to the IV set and dropped.